Event description:
Subsequent to the initial medwatch filed, returned device analysis found one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and not returned with the device. The location of the broken cuff tab is unknown. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The physician was notified and there was no adverse patient effect reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition could not confirm the reported information that the guide wire would not thread through the proglide device. During the device analysis, the proxy guide wire insertions from the distal end and exit port of the sheath were successful. Inspection of the returned device indicated that the device was deployed and both cuffs successfully captured the needles during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by broken and damaged anterior cuff tabs. One of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and not returned with the device. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the guide wire would not thread through the proglide device. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.